Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing of the device found that it was over-delivering. The cause of the failed-volume testing has not been specified. The device repairs have not yet been specified.

Event description:
It was reported that the unit failed the volume test. The issue was discovered during testing. There was no patient involvement. Device evaluation confirmed the device was over-delivering.